Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's parents reported that the user suddenly could not hear well with the device for the last 5 days. Further medical intervention is considered.

Event description:
The user's parents reported that the user suddenly could not hear well with the device. Further medical intervention is considered; however, no date has been fixed yet.

Manufacturer narrative:
Additional information: based on the received information from the field, it seems that the implant electronics has been damaged most likely due to a possible external impact. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Conclusions: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The user's parents reported that the user suddenly could not hear well with the device. The user has been reimplanted on (B)(6) 2022.